Event description:
Patient stated her pain got progressively worse after the injection, she can no longer climb stairs which she could before the injection and she has to take pain medication daily. She already discussed with the physician and has an appointment next week. Dose or amount: 30mg/ml, frequency: one time, route: intra-articularly.